Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: analysis confirmed the customer comment of a generated error and noted that both battery wires were pinched and that the red one was exposed on the lower case. It was additionally noted that the hanger assembly did not fold into its case all the way, that both output connectors were broken and that both output nuts were discolored. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator (epg) experienced an error during testing which could not be cleared. The epg is expected to be returned. There was no patient involvement. It was further reported that the epg was returned for service.